Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0n11u, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep indicated that the patient experienced symptom return and so impedances were tested. Several electrode combinations were found to be out of range and the patient's programming was using the out of range combinations. Reprogramming was conducted to use electrode combinations with normal impedances and the issues were resolved. There were no further complication reported or anticipated.